Event description:
I was reported that the atrial lead was found to be dislodged via fluoroscopy. The patient underwent a lead repositioning procedure during which multiple repositioning attempts were made and unsuccessful. It was eventually necessary to implant a new lead. The procedure was then successfully completed without complication. The lead is expected to be returned.